Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: the pump failed the dual vent flow test. (B)(6).

Event description:
On (B)(6) 2016, animas became aware of a dual vent defect. This complaint is being reported because dual vent defects may affect the ability of the pump to equalize pressure and/or compromise the waterproof integrity of the pump which may not be obvious to the user, potentially leading to interference with normal pump operation and insulin delivery. There was no indication that the product caused or contributed to an adverse event.